Event description:
It was reported that during a da vinci-assisted isolated nissen fundoplication surgical procedure, the 8mm force bipolar instrument's tips did not close properly and a wire was exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.